Manufacturer narrative:
The recipient reportedly underwent repositioning surgery due to a (B)(6) infection. The infection has reportedly resolved.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing device extrusion. The recipient underwent repositioning surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection was reportedly device related and was located around the implant. The recipient was prescribed vancomycin. The recipient remained implanted. This is the final report.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed device use with no issues. The recipient remains implanted. This is the final report.